Event description:
It was reported that noise resulted in oversensing was observed on the right ventricle (rv) lead. Lead insulation damage was suspected but was not confirmed. The lead was capped and replaced. The patient was stable.